Event description:
It was reported that undersensing due to low signal amplitudes was noted. Lead dislodgement was observed. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.